Event description:
Lead was fractured. The lead was replaced on (B)(6) 2022. What could be removed from the bod was, and the remainder stayed in the body. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).